Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self test performed on 18oct2023. Additional testing was performed at the urgent care which generated a negative result. The consumer stated the patient was symptomatic (cold like symptoms). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
UDI: (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 211319 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 211319 and test base part number 195-430wjr / lot 207726. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 211319 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self test performed on (B)(6) 2023. Additional testing was performed at the urgent care which generated a negative result. The consumer stated the patient was symptomatic (cold like symptoms). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
D4 UDI: (B)(4). The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use, device discarded.